Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's doctor wished to take her off the pump. Her blood glucose was 410 at the time of reporting. She stated that she believed her frequent high glucose was attributable to bent cannulas on her infusion sets. The customer was advised that she would be sent tubing clamps to assist in further troubleshooting her insulin pump. No equipment was returned. No additional information was reported.